Manufacturer narrative:
Model number/catalog number: sc-2218-50. Serial number: (B)(4). Model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1110-02 sn (B)(4). Device evaluation revealed that the complaint was not verified. The device was in hibernation due to the battery depletion, and it gained the normal functionality after being charged. The battery depletion and sleep current rates were within the expected ranges, 9.01 mv and 97 ua respectively when the device was turned off. The device passed all the required tests. The device exhibits normal device characteristics. Sc-2218-50 sn (B)(4). Device evaluation revealed that the complaint was confirmed. A setscrew mark was found between the contacts 7 and 8, the lead was locked down when it was not fully inserted in the ipg header, causing the reported impedance anomaly. Sc-2218-50 sn (B)(4). Device evaluation revealed no anomalies.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent an explant procedure and was doing well postoperatively.